Manufacturer narrative:
(B)(4). The customer reported that the battery had 4 dim leds and failed to charge. In this state the battery fails to power up the device. There was no report of pt impact. The battery was returned to philips and the failure was confirmed. Philips supplies sent the customer a new battery which resolved the failure.

Event description:
The customer reported that the battery had 4 dim leds and failed to charge. In this state the battery fails to power up the device.